Manufacturer narrative:
On (B)(6)2013, (B)(4) distributed a field safety notice recalling main boards with part number 301641 that were installed in some medrad veris mr vital signs monitors. These main boards are being recalled due to the potential for unexpected shutdown of the system while in use.

Event description:
The site reported the following: the veris monitor shut down use on a non-sedated ICU patient. When the issue was first noticed, the power was recycled by pressing the "on" button. However, the monitor intermittently continued to power down throughout the exam. The customer confirmed, via telephone conversation, that there was no injury or adverse event reported.